Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09990. It was reported the pt presented to the emergency room with discomfort at the ipg and the lead incision site. (B)(6) was noted. The pt underwent surgical intervention to explant the entire scs system. The pt was put on antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed identified that the product in scope was built at risk (bar). All products manufactured after the implementation of cleaning and gowning recovery activities identified within facilities quality plan. Product that was bar was not released to finished goods, until it met the criteria of the appropriate protocol. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.